Event description:
On (B)(6) 2024, a female patient, (age 61) with multiple neuroendocrine metastases received multiple histotripsy treatments for 9 liver tumors, for a total treatment volume of 109.6 cc. As part of standard of care following histotripsy at this institution, the patient was admitted prior to the procedure. Throughout the case, continuous blood pressure monitoring was performed and there were no obvious causes or incidence of prolonged hemodynamic instability. However, towards the end of the case, the patient suddenly stopped making urine. Immediately after the procedure, elevated levels of chromogranin (blood marker) were observed. The patient had trouble waking up from anesthesia and needed to be re-intubated, which resulted in the patient being admitted to the ICU. The patient received fluid replacement to address renal impairment and stabilized. The patient had been on targeted therapy (cabozantinib) which was stopped one month prior to histotripsy. The patient was discharged on (B)(6) 2024 and kidney function has returned to normal levels. No device malfunctions or other noteworthy events occurred during the case.

Manufacturer narrative:
No device malfunction was reported by the user.